Manufacturer narrative:
E was initially received via regulatory authority (valvira, reference number: (B)(4)) on 14-may-2018. The most recent information was received on 24-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in lower abdominal region on left side") in a 32-year-old female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, patient was healthy. Concurrent conditions included umbilical hernia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed insertion on right side"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("loss of hair"). The patient was treated with surgery (laparoscopy for removal of essure device, fallopian tube cut). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, complication of device insertion and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia and complication of device insertion with essure. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure was only placed on left side; on right side procedure failed. Device was removed on patient´s request and because of unsuccessful bilateral placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower the analysis in the global safety database revealed 1340 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira: 2018-1180) on (B) (6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in lower abdominal region on left side") in a 32-year-old female patient who had essure (batch no. He011e3) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, patient was healthy. Concurrent conditions included umbilical hernia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed insertion on right side"). In (B)(6) november 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("loss of hair"). The patient was treated with surgery (laparoscopy for removal of essure device, fallopian tube cut). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, complication of device insertion and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia and complication of device insertion with essure. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure was only placed on left side; on right side procedure failed. Device was removed on patient´s request and because of unsuccessful bilateral placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower the analysis in the global safety database revealed 1.239 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: physician reported via health authority (valvira) that essure was inserted in left fallopian tube (not successful on right side - as reported previously). Patient experienced symptoms left lower abdominal pain (already reported) and (new:) loss of hair and wanted essure to be removed and that was performed on (B)(6) 2018: laparoscopic surgery under general anesthesia, fallopian tube was cut and implant pulled away via cornu. Reporter assessed there was damage for patient due to the event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority valvira ((B)(4)) on 14-may-2018. The most recent information was received on 29-jun-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in lower abdominal region on left side") in a 32-year-old female patient who had essure (batch no. He011e3) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, patient was healthy. Concurrent conditions included umbilical hernia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed insertion on right side"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("loss of hair"). The patient was treated with surgery (laparoscopy for removal of essure device, fallopian tube cut). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, complication of device insertion and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia and complication of device insertion with essure. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure was only placed on left side; on right side procedure failed. Device was removed on patient´s request and because of unsuccessful bilateral placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower the analysis in the global safety database revealed 1.246 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("pain in lower abdominal region on left side") in a (B)(6) female patient who had essure (batch no. He011e3) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, patient was healthy. Concurrent conditions included umbilical hernia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("failed insertion on right side"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy for removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain lower to be unrelated to essure. The reporter commented: essure was only placed on left side; on right side procedure failed. Device was removed by patient´s request and because of unsuccessful bilateral placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 17-may-2018 for the following meddra preferred term: abdominal pain lower the analysis in the global safety database revealed 1.188 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.